Manufacturer narrative:
Title: device comparison of early clinical outcomes for tricuspid annuloplasty citation: poster from 47th (B)(6) society for cardiovascular surgery (2017) authors: sakashita et al. Earliest date of e-publish/publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via a poster session at the 47th annual meeting of the (B)(6) society for cardiovascular surgery. The purpose of this study presented in the poster was to evaluate clinical outcomes after tricuspid annuloplasty ring implant. All data were collected from a single center between (B)(6) 2012 and (B)(6) 2016. The study population included 67 patients (predominantly female; mean age 69.4 years), 30 of which were implanted with medtronic contour 3d (serial numbers not provided). Among all patients implanted with a contour 3d, two deaths occurred; 1 peri-operative death and 1 in hospital death. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.